Event description:
It was reported there were greater than 2,000 ohms impedance prior to replacement of implantable neurostimulator (ins) for normal battery depletion. After the stimulator was replaced impedances were still high. During replacement it was also noted there was a lead/extension fracture. Lead revision was scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-04636 for report on high impedances with previous ins.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v037820, implanted: (B)(6) 2007. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v051094, implanted: (B)(6) 2007. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 37602, serial# (B)(4). Product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the lead replacement occurred on (B)(6) 2013. Patient outcome was noted as "doing great".